Event description:
It was reported that the 9900 sys intermittently had a filament regulator failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The sys was tested and found to be working as intended and put back into service.